Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refp2194 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported "we had a very close near miss this evening on a PICC wire that fractured inside a patient during insertion. This was a text book insertion, but the catheter was not threading to a central location, that required some recalibration of the sherlock device. Clinician met some resistance while attempting to pull back the wire to recalibrate device and noted that the wire looked "different" or "miss colored" at this point the clinician felt uncomfortable continuing the procedure and decided to pull the until catheter plus wire. Once line removed from patient it was discover that the wire appeared fractured. New PICC kit opened to compare wire lengths and is was discovered wire was 6cm short. We once again flushed the catheter and the fractured segment flushed out of the PICC. Near miss and no fractured segment retained inside the patient."